Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt pulsations now all of the time and was painful. The patient stated that before it was intermittent however it had become more frequent. It was not positional and did not matter if they were eating or their stomach was empty. No trauma/falls were reported that could have been related to the event. The patient did mention that they lost a significant amount of weight and their ins was protruding from their abdomen. The patient could see the leads on the anterior side of their stomach and felt like stimulation was right on the lead site. The stimulation was not related to positional movement. The patient noted that the last time they had their device checked was two years ago. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, method, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient¿s settings were up to 7 volts (v) and 10 v and they could see and feel the stimulation in their chest. No further complications were reported or anticipated.